Event description:
The customer stated that he tested his blood glucose and received a reading of 229 mg/dl using one of his contour meters. He retested using another contour and received a reading of 107 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have his meter or testing supplies with him at the time of the call. No product will be returned for eval.